Event description:
A report was received that the patient had developed an infection at the pocket site. Symptom includes pus/discharge. The physician believed it was not device or procedure related but was related to poor wound care. The patient was given antibiotics and underwent an explant procedure. The patient was reportedly doing well and the infection had been cleared up.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-8216-70, serial #: (B)(4), description: artisan surgical lead, 70cm, model #: sc-4316, lot #: 15526998, description: next generation anchor kit-sterile.

Event description:
A report was received that the patient had developed an infection at the pocket site. Symptom includes pus/discharge. The physician believed it was not device or procedure related but was related to poor wound care. The patient was given antibiotics and underwent an explant procedure. The patient was reportedly doing well and the infection had been cleared up.

Manufacturer narrative:
Device evaluation indicated that the ipg passed visual and performance tests performed. The ipg exhibits normal device characteristics. The lead was intact and no parts of it were missing. Visual inspection found that one of the clik anchors had a torn eyelet. The other two clik anchors exhibited normal characteristics. A review of sterilization records found them to be satisfactory. A review of the manufacturing documentation found that no anomalies or deviations potentially related to the event occurred during manufacturing.